Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, convulsion and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the night of (B)(6) 2024 at 11:30pm, the patient as reportedly convulsing. The tandem pump was alerting; however, the patient was not able to confirm what the value was on the display device. Based on the pump, she took 10 units of insulin. The patient reportedly had no readings on the display device and then had high readings. She stated there was an error in her readings and she was hospitalized due to this issue. During the event, the patient had lost consciousness and went into a diabetic coma due to taking too much insulin. Her husband called paramedics. The paramedics checked the patient's bg but it was reportedly too low and the meter would not provide a reading. The patient stated, during that time she thinks the pump was displaying around 43 mg/dl. The patient was taken to the emergency room. At the ER, the patient's bg was 63 mg/dl. The patient stated she was treated with unspecified IV therapy and was diagnosed with hypoglycemia. The patient was in the hospital for 2 days, discharge in the morning of (B)(6) 2024. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.